Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information requested but not received.

Event description:
It was reported that the patient had an infection at the ipg site. Reportedly, the patient had seepage from the wound site. As a result, the ipg was explanted.